Manufacturer narrative:
Additional information: imdrf annex a,g codes.

Event description:
It was reported that while using the pump module, there was an over infusion of fentanyl. At 9:00 am a bag of fentanyl was hung. At 5:30 pm a clinician observed that the bag was completely empty earlier than expected. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), g04105 - pump, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b,c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while using the pump module, there was an over infusion of fentanyl. At 9:00 am a bag of fentanyl was hung. At 5:30 pm a clinician observed that the bag was completely empty earlier than expected. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while using the pump module, there was an over infusion of fentanyl. At 9:00 am a bag of fentanyl was hung. At 5:30 pm a clinician observed that the bag was completely empty earlier than expected. There was patient involvement but no harm.